Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board, internal battery and power management board. The sensor board, internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to pressure sensor (mt3) being out of tolerance. The internal battery and power management board were evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue. During testing, the device failed a test step. The device's sensor board was replaced to address the issue.